Manufacturer narrative:
Investigation: our quality engineer inspected the returned units and confirmed the reported observation. The needle clog was determined to be the result of foreign matter but the source of the foreign matter could not be determined. The assembly line for this product has a 100% automated vision system with the capability to detect a clogged cannula. Two actual samples were returned with an attached syringe filled up with buffer solution. Both samples were subjected to clogged cannula visual inspection, both the samples were found to be clogged. The fm in the cannula was taken out by using a pin gauge, the fm appeared to be transparent and brittle. The fm was sent for ftir test. However, we are unable to identify the fm based on the ftir results. Photo of actual samples received based on the ftir results, we are unable to identify the fm. Hence, root cause could not be determined.

Event description:
It was reported before use of the bd eclipse¿ needle there was an issue with needle being clogged. It was stated ¿the fluid would not come out of the bevel.¿ there was no report of injury or further medical intervention.